Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced discomfort located at the ipg site. Surgical intervention is planned to address this issue.

Event description:
Additional information was received that the patient's ipg site was relocated and the ipg was explanted and replaced on (B)(6)2022. Effective therapy was established post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.